Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). The rhythm accelerated in the ventricular tachycardia (vt) zone where therapy delivery did not convert the patient's arrhythmia. Boston scientific technical services (ts) was consulted and discussed device programming and detection enhancements. The addition of an subcutaneous coil was also discussed as a possibility for this patient. Subsequently another manufacturer's subcutaneous coil was added in the coronary sinus. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately nine months later since the patient had a heart transplant. The crt-d was returned for analysis.